Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from two (2) ultrafilter u9000 devices during priming. The leaks occurred during the "65th day of use and also half a day after replacing the filter from the same batch". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, photographs of the samples were provided for evaluation. Visual inspection of the photos showed fluid pooling in the bottom of the dialysis machine underneath the filter. The specific defect that allowed the leakage was not visible. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the leak was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.